Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the tip of the applicator tip fracturing off cannot be confirmed as no sample was returned. Without receiving the device for evaluation, we are unable to definitively determine a root cause. A review of the device history records, obtained via shr, was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Although a definitive root cause could not be determined, a possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device unavailable for return.

Event description:
As reported to angiodynamics on (B)(6) 2017: during a microwave ablation procedure, the treating physician placed the probe and set the timer for 5 minutes at 100 watts. At 3 minutes, he received an error about high reflection, so he scanned the patient, then pulled back 1/2 a cm and restarted the generator. He delivered the remaining 2 minutes without an error, and track ablated. Upon removing the probe, he noticed the tip was no longer attached to the antenna. He did a final scan of the patient and the scan showed the tip was still in segment 7 of the liver. The doctor was unable to remove the fragment, and the tip remains inside of the patient's liver. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.